Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented with multiple vt episodes which were appropriately detected and treated. An instance of therapy was aborted which resulted in low, out of range, high voltage lead impedance and an error message displayed on the device stating that a hv lead issue was present. The arrhythmia was successfully treated externally. Programming changes were made. Lead remains implanted. Patient was doing fine after the event.

Event description:
Clarification: the svc coil was turned off.